Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) inspected the device and was unable to duplicate the reported issue. The se reviewed the logs and found an error code. The se recalibrated the flow sensors and updated the ventilator software to the current revision. The ventilator passed all testing per manufacturing specification and was returned to the customer. A review of the ventilatory memory logs indicates the device entered backup ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. A review of the ventilatory memory logs indicates the device entered backup ventilation.